Manufacturer narrative:
This complaint is not an invacare manufactured product. The manufacturer is out of business, cannot be notified. Electronic trackwise notifications are being returned undeliverable.

Event description:
The caller states her mother thought the unit was locked and she fell sustaining a few cuts and had to go to the ER while walking to the bathroom in her bedroom. The daughter states the end user received an ultrasound on her legs as they now have large bruises as well as the cuts. The caller states they had to go to a wound center for the cuts on her legs as they cannot be closed with stitches due to her medical condition. The caller states her mother has injured her right ankle near her shin and the left leg wound is by the consumers knee in the outer side of her shin. The caller states the cuts are about 4 inches each and with her mother on coumadin or blood thinners. The caller states her mother weighs about (B)(6) pounds. The caller alleged the brakes are not holding and that was why her mother fell.